Event description:
Patient was in the or for surgical procedure, and had a cardiac arrest. During chest compressions, the head part of the or table cracked. The patient was immediately moved to a stretcher for continued CPR. Patient did not survive. However, we do not believe the broken table was involved in any way.